Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k110449. Corrective action has been initiated.

Event description:
Patient was revised approximately three months post-implantation due to inflammation.